Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2019 with the following findings: a review of the pump black box showed pump reboots on (B)(6)2019. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. A test battery cap was able to fully tighten and secure in order to maintain battery connection. During testing, no power loss or rebooting was duplicated with the test battery cap. Unrelated to the complaint, investigation revealed a dim, discolored display. Also unrelated to the original complaint, the down arrow keypad button was found to be hypersensitive due to a cracked button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the user was unable to tighten the battery cap to the pump and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.